Event description:
Account stated that the head section of this bed is drifting.

Manufacturer narrative:
Account has checked the CPR, and there is no pressure on the linkage, account replaced the head down valve to repair this bed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.